Event description:
It was reported that the left ventricular (lv) lead dislodged. While the physician was attempting to reposition the lead, it came completely out of the coronary sinus. The physician was not able to reinsert the lead due to occlusion near the clavicle. The lead was removed and subsequently replaced by an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t lead implanted: (B)(6) 2002. (B)(4).